Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Report email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) was implanted into the eye, the haptic was fractured. Iol was removed and replaced. The surgery went smoothly. Product return not available. No further information available.